Event description:
A consumer reported following bilateral intraocular lens (iol) implant surgeries her vision is blurry and getting worse. Driving is difficult at all times. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the sample was not returned; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).